Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the health care professional (hcp) changed the program on their device several times. They were not sure yet if it was helping the bladder to empty. It had not helped with bowel control. The patient was not sure if there was any therapeutic effect. They were still having discomfort.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they were feeling pain going down her leg to her foot. The stimulation was right on the inside of her leg and it started going down to her foot. It did not start the very first day of implant as it was a little later. She did not feel it in the wrong location continuously. Some day would bother the patient. She went to the health care professional (hcp) once and they turned the stimulation down. On (B)(6) 2015, she went back to the hcp and physician's assistant and they changed a program. Everything seemed to be ok until (B)(6) 2015. On (B)(6) 2015, the leg issue returned. She turned down stimulation but she could not tell yet if it was completely gone or not. It was still a little tingly. The device was installed because she had frequent urinary tract infections (utis). She always had 3-4 bowel movements every morning. The hcp said the device would help with the bowel as well. She noticed no change for bowel control since the implant. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, troubleshooting performed, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.